Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule detached too early. Patient and user did not experience any injury during the event. A repeat study will be necessary due to the alleged malfunction. No other known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: though the capsule was not received for evaluation, a copy of the study was received. Based on the data that was collected during the procedure, the study was 47:58 hours in duration out of an intended 48 or 96 hours. As the intended duration of the study was not provided, it is not known if this classifies as a short study. The study started with normal ph values between 6-7ph, with some periods rising to 7.2ph while the patient was in meal symptom, which is normal. At 23:19:36 the ph dropped from 5.2ph to below 3.7ph and a few hours later the study ended. A review of the device history record indicates that the product was released meeting finished product specification. If information is provided in the future, a supplemental report will be issued.